Event description:
As stated by the customer: initial investigation (B)(6) 2010: "resident was being toileted with maxi move and toilet sling. When resident was being transferred back from toilet, she fell out of sling and banged head. Full investigation (B)(6) 2010: "to be completed: resident (B)(6) had been lifted from her w/c to commode chair. She had been left to have a bm (breaks were applied). She was lifted from the commode chair, the chair was moved to the side, resident (B)(6) had a call bell in her lap, the staff member picked it up, turned to put it on the night table and heard resident (B)(6) fall. The right leg strap came off and resident (B)(6) fell through and hit her head on the floor." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the united states, arjo inc, (B)(4).